Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore, no evaluation could be performed. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the om-20003s stabilizer shaft was loose and would not stay tight. The shaft kept on backing off the heart. They completed the case by tightening and repositioning the shaft. No replacement unit was needed but they did struggle to use the device to complete the case. The hospital did not report any patient complications. The product is returning.